Event description:
The surgeon implanted three sternal talons in the pt. Four days after the surgery the pt passed away due to bleeding of the proximal artery. There is no indication of the sternal talon failure, or any correlation between the pt's death and sternal talon usage.

Manufacturer narrative:
Add'l lot # 31599055. Product is not available for eval. If further info is acquired that adds value to the content of this report and/or a conclusion can be drawn, a f/u report will be sent. This is one of two related MDR's. Refer to 9610905-2013-00041.